Event description:
Customer was calling for his dad who has a red rollator and stated that part of frame broke and his father fall and hit his head. He did not state any specific injury and was calling customer service to see if it could be welded. The patient did see a doctor because he hit his head. Consumer stated his father was ok.